Event description:
New information received indicates that the device was explanted and replaced. The patient received no complications.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset occurred during hv therapy delivery. The device was tested on the bench and no anomalies were found. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The cause of the reset was a lead arc to the device can during hv therapy delivery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks. It was noted that the device went into backup vvi mode while delivering a shock for a ventricular tachycardia. Device replacement was suggested.